Manufacturer narrative:
The returned data logs confirmed that the pump was initially in a good position but went deep into the ventricle during activation, as evidenced by a ventricular waveform placement signal. The slack was not reported to have been removed from the catheter and the tuohy-borst was not reported to have been locked, this could result in the pump going deep into the ventricle. The returned pump was inspected; the cannula detachment was confirmed with a snare still latched on the pigtail. The detachment was not a delo bond failure nor a nitinol failure. The cannula polyurethane composite was found to be sheared and torn off the inflow indicating that the cannula caught on something, possibly the mitral apparatus or another device since the pump was deep in the ventricle. There were scratches observed on the inflow and pigtail indicating an interaction. Improper use prior to insertion or during the insertion process can cause the cannula to kink next to the inflow. Excessive force was applied during pump removal as reported by the clinical. The patient had a pre-existing condition of takotsubo cardiomyopathy which can cause the patient's left ventricle to resemble a lobster trap with a narrow neck extending into a round ventricle. The improper pump positioning deep in the left ventricle (lv) likely caused the pump cannula to kink and excessive force was applied without imaging causing the cannula to detach.

Manufacturer narrative:
The impella cp pump was not returned by the customer therefore a failure analysis investigation cannot be completed. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) old white male patient had impella cp pump inserted in the left femoral for acute myocardial infarction (ami) with shock takotsubo <10%. The cannula broke inside the patient¿s left ventricle (lv) and as a result a special lasso wire was used to remove the broken cannula. The patient expired due to takotsubo <10% which is unrelated to impella.